Event description:
It was reported that, on an unknown date, a chip broke off of the angled stardrive screwdriver t8 with sleeve/self-retaining while it was being put back together. It was reported that this event did not contribute to a death or serious injury. It was also reported that this device did not malfunction during surgery. There was no patient involvement. No additional information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.